Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated she was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer treated the high blood glucose with a bolus, but the blood glucose did not drop. The customer stated she did not attempt to treat with a manual injection. Troubleshooting was performed and the insulin pump passed the prime test.